Event description:
It was reported that post implant procedure, patient became drowsy, pale and diaphoretic when attempting to get off the bed; the blood pressure was unmeasurable. An echocardiogram showed pericardial effusion; pericardiocentesis was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.